Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported issue. The therapy pcb assembly was replaced, and then proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The device was not returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device logged a critical event code. The event code is indicative of a device issue that could result in a partial loss of defibrillator output energy due to a loss of the negative or positive portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device logged a critical event code. The event code is indicative of a device issue that could result in a partial loss of defibrillator output energy due to a loss of the negative or positive portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no patient use associated with the reported event.

Manufacturer narrative:
The removed therapy pcb assembly was not returned to physio-control for further evaluation. However, based on the information available, physio-control has determined that it¿s reasonable to conclude that the likely cause of the reported issue was due to a shorted diode, designator cr30, on the therapy pcb assembly. When this occurs, the device logs an error code in its memory and may deliver a monophasic shock at a reduced energy level.